Event description:
According to the reporter, during a procedure, the tip of the jaw was damaged during use. It was partially disengaged from the device. Nothing fell into patient's body. The broken piece has been discarded. There was no patient injury. Medtronic's initial evaluation of the incident device found the insulation at the tip of the jaws had chipped off. Piece of insulation not found/not returned.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had an insulation failure. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. If information is provided in the future, a supplemental report will be issued.